Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the data file was provided. Review of the provided data file showed that all shockable analyses resulted in the device delivering a shock. The log showed at the end of the case were several change battery prompts that may have caused a device shutdown but this cannot be confirmed in the log or that it had any relation to the alleged report. There were no critical errors in the log that would have prevented the device from discharging. Therefore our investigation for this customer's report was unsubstantiated. The device or batteries used at the time of the reported incident were not returned for evaluation.